Event description:
It was reported the healthcare professional (hcp) had difficulties in fixing the electrodes of leads in some patients within the last three months. During the placement of the lead, the hcp had to reposition the lead several times as the lead moved two or three contacts deeper in the brain after they fixed it. This took additional time in the intraoperative procedure. The hcp questioned if the material composition had changed as the lead moved in depth after they fixed the lead.

Manufacturer narrative:
(B)(4).